Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: (B)(6) 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and the iol was observed to be torn and scratches were also observed which can be attributed to handling. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed one complaint from this production order number, the reported issue is related this reported complaint however no product deficiency was identified in that case. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. (B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed one complaint from this production order number, the coding of that complaint are similar to this reported complaint but no evaluation was performed in that case. Therefore, no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 model intraocular lens(iol) was partially implanted into patient's right eye when physician noted that the haptic was broken. The incision was enlarged and lens was removed and replaced in the same procedure with another lens of same model and diopter. There was no patient injury reported. Account verified that there were no medical or surgical intervention required. Patient was reportedly doing well. No further information available.